Manufacturer narrative:
Concomitant product: dtba1d4 ICD, implanted: (B)(6) 2015; 419588 lead, implanted: (B)(6) 2009.

Event description:
It was reported that there was increasing short ventricle to ventricle intervals on the right ventricular lead. The patient was given a holter monitor. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.